Manufacturer narrative:
Manufactures investigation conclusion: the mpu was not returned for analysis. Per additional information, the root cause of the observed loss of ac power was the power cord becoming loose at the wall outlet. The reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 29 days (B)(6) 2021 per time stamp). The pump-maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2021 at 14:38 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved when power was restored to the system. No other notable events were observed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with a history of controller fault in the past, recently has been coming to clinic with no external power noted, low voltage and claiming having pulled mobile power unit (mpu) out of socket while being connected (in last visit), but this time, no explanation. The patient denies disconnecting both batteries at the same time. Log file submitted contained no abnormal alarms associated with a short to shield condition. The driveline monitoring values also appear within normal parameters. The log file did contain the brief loss of external power event on (B)(6) 2021 at 2:38pm. During this time the controller switched appropriately to ebb power and these events appear to resolve once external power was restored. These types events can be caused by ac power outages, faulty home power outlet, or by poor mpu ac connection, and in some cases patient error. The reported no external power was due to reported faulty wall outlet which has resolved. No equipment was replaced, and the patient will be monitored for no external power and will have wall outlet checked. The patient reported power cord came loose at the wall. No additional information provided.